Event description:
It was reported that the merlin.net transmission revealed several episodes of oversensing on the (B)(6) channel. This did not result in any adverse events for the patient. The suggested programming changes will be made on the patient¿s next visit in (B)(6) 2018. All other measurements were within normal range, the patient is stable.